Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occured. A 9.0mm x 40mm x 135cm (5f) sterling balloon catheter was advanced for dilatation. However, during inflation within the specified pressure, the balloon ruptured. There were no patient complications nor injuries reported.